Event description:
It was reported that during a da vinci surgical procedure, endowrist one vessel sealer instrument did not seal. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to duplicate the customer reported failure mode. Functional testing of the instrument on an in-house is3000 system showed that the instrument passed sealing function testing using a wet piece of paper towel. Failure analysis investigation also found that the instrument's knife bladed was exposed. The blade was manually placed back into the blade tracks and the instrument was installed on an in-house is3000 system. The instrument passed recognition, engagement and self-check testing. The instrument also passed cut function testing. The grips of the instrument tips exhibited som bi-debris. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.